Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, an indigo system aspiration catheter 8 (cat8) was inadvertently kinked on the back table. The damage to the cat8 occurred prior to use and, therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.